Event description:
It was reported that during a device change-out due to eri, decreased sensing amplitude was observed. The lead was explanted. The patent condition was good.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Evaluation description: a partial lead with the lead tip measuring 46.1cm was returned for analysis. The portion of the lead that was returned was normal. Without return of the entire lead, a complete analysis could not be performed.